Event description:
It was reported that the was low amplitude r-wave sensing. A new pace/sense lead was implanted. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4467 competitor implantable pacing lead, (B)(6) 2001. (B)(4).